Event description:
It was reported that premature deployment occurred. Vascular access was gained via contralateral approach. The target lesion was located in the superficial femoral artery (sfa). A 6x60, 130cm eluvia drug-eluting vascular stent system was selected for use. During insertion, the stent began to deploy in the sheath. The procedure was completed with a different device. There were no patient complications.